Manufacturer narrative:
(B)(4). The event was originally reported under 0001822565-2022-02340. Upon receiving additional information, it was determined that was the incorrect MFR. Concomitant medical products: unknown zimmer biomet refobacin r+g cement. Report source: foreign - united kingdom; great britain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 5 years post implantation, the patient was revised due to loosening of the tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the x-rays demonstrate loosening of the tibial component with subsidence of the medial portion, and the overall fit and alignment was appropriate. A definitive root cause cannot be determined. Per package insert: pain, loosening and swelling are known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.